Event description:
The account reported the brake will set but will not hold. The stretcher was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The most likely cause is normal wear and tear of the brake casters. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support gave the account the brake caster part numbers and the issue will be resolved with the replacement of the brake casters. Based on this information, no further action is required.